Event description:
Additional information was received. A revision procedure was performed. This lead was surgically abandoned and replaced successfully.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this atrial lead revealed impedance measurements have been progressively increasing. Measurements at this time were high out of range. In addition, loss of capture was observed. A lead fracture or heart/lead tip interface issue is suspected. A revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, no additional information is expected regarding this event. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.